Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. Reportedly, the customer failed to properly cycle the cartridge, was using cold insulin, and is wearing the cartridge tubing facing up. Tandem clinical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated the customer to properly cycle the cartridge before use and that the mobi cartridge is to be worn facing down when in use. The customer changed the pump supplies and resumed insulin delivery.